Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected infection. Results of the initial infection culture were negative. It was further reported that the patient experienced pressure necrosis. The implantable pulse generator (ipg) was explanted and a new device implanted on the contralateral side. No further patient complications have been reported as a result of this event.